Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a moderately calcified left common femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, there was no suture on the needles. The device was removed and a second proglide device was attempted, but after deploying the suture, difficulty was encountered removing the device. After cycling the foot open and closed numerous times, the device still could not be removed. The physician applied as much force as he felt was appropriate for safe removal, but felt the device was caught on the artery. The physician did not feel comfortable applying additional force. The patient was taken to surgery where a cutdown was performed, which revealed the device was caught on the artery at the suture bearing area. The device was freed and hemostasis was achieved with surgical closure. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found a guide break at the guide tube, which indicates the device was inserted into the anatomy of the patient against resistance. In addition, damage to the needles suggested that they were forcibly deployed against resistance. Because the guide, which contained the foot and both cuffs inside the foot pockets, was completely separated from the guide tube, the needles did not engage with the cuffs during needle deployment as designed. Subsequently, the foot could not be retracted, resulting in difficult device removal as reported. During testing, the foot could be retracted by pulling and pushing the proximal end of actuator wire. Based on the investigation findings, the probable root cause for the guide break and subsequent failure to retract the foot to remove the device is incorrect technique as the device was inserted into the anatomy of the patient against resistance. Challenging anatomy such as a calcified artery, scarred tissue, and prior arteriotomy in the target groin could contribute to resistance encountered during introduction of the device into the anatomy of the patient. The customer provided angiographic images of the procedure. The manipulation of the proglide device in the images suggests there was difficulty in removing the device from the patient anatomy. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) improper or incorrect procedure or method (patient selection - morbidly obese) the device is expected to be returned for evaluation. It has not yet been received. Device#1 proglide, (part 12673-03, lot unk), is being reported under a separate medwatch report number.